Manufacturer narrative:
Results and conclusion summation - the incident information and cine results were reviewed. It could be that the guide wire distal section may have been prolapsed in the vessel and the manipulation may have resulted in an accumulation of force, exceeding the product performance of the guide wire, so that the guide wire was separated at, reportedly, 1 cm from distal tip. However, a conclusive root cause could not be determined.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: separated guide wire remains in patient. Device issue: guide wire separation. It was reported that the procedure involved a total occlusion of the right coronary. The asahi confianza pro guide wire was used to reach the lesion. The guide wire was rotated and it was noted that the guide wire rolled and then separated into two pieces. The distal portion of the guide wire remained in the patient fixed between the wall of the vessel and the plaque. The portion that remained in the patient is about 1 cm. There were no attempts to retrieve the separated portion. An angiographic control was done, and from the results it was decided to leave the portion of the guide wire int he patient. No additional event or patient information is available.